Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip snapped inside patient during use. The snapped parts could not be located.

Event description:
It was reported that the clip snapped inside patient during use. The snapped parts could not be located.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73j1700151 was manufactured on 09/06/2017 a total of (B)(4) pieces. Lot was released on 09/14/2017. DHR investigation did not show issues related to complaint. The customer returned six representative samples of 544230 hemolok ml clips 6/cart 84/box for investigation. The actual sample was not returned. The representative samples were returned closed in their original packaging. The returned samples were visually examined with and without magnification. Visual examination of the returned samples revealed that the clips appear typical. No defects or anomalies were observed. The clip applier was not returned. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned representative samples. A lab inventory clip applier was used. All six clips in the first cartridge that was tested were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. This was repeated for the five remaining cartridges with the same results. No clips broke during testing. No functional issues were found with the returned clips. Reference file (B)(4) for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality.". A corrective action is not required at this time as there were only representative samples that were returned and there were no functional issues found with the returned samples. The reported complaint of "broken parts - clip - info not provided" could not be confirmed since the actual sample was not returned. Six representative samples were returned in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found as all clips were able to be properly loaded into the jaws of a lab inventory applier and were successfully applied to over-stressed surgical tubing. The probable cause of this issue could not be determined without the actual sample.